Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code "lec 1720". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that the event occurred during testing and no patient was involved. Device evaluation completion date: 04-nov-2019. Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and indicated that "error 1720" was recorded in history. During analysis, the device was powered up and it alarmed ec 1720 which is an issue with the back-up capacitor. Service will replace the back-up capacitor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.